Event description:
It was reported that the unit was sparking and made a popping noise.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. During the inspection of the crossfire console, minor dings and scratches were noticed. Warranty void seal was intact. The fuse tray was removed from the power inlet using a volt meter and it was confirmed that the fuses were blown. The crossfire console was opened for a visual inspection of the internal components. Damage to multiple components on the power board was noticed. To avoid further damage to other boards, the unit was not powered on using the damaged power board. A good power board was installed and the crossfire console was connected to power and it turned on. The unit completed the power boot up process successfully with no issues. An rf probe, footswitch and formula shaver was connected. Functional tests were performed. All functions were verified successfully. The crossfire console was power cycled several times and no errors occurred. In addition, the coag/cut functions were verified using saline water. The unit was tested for several hours and presented no issues. The console passed rf power output test, hi pot, and current leakage test. The crossfire console did not present any issues. The root cause for the popping/sparking is a blown component on the power board. In sum, the product was returned and the failure mode was confirmed.

Event description:
It was reported that the unit was sparking and made a popping noise.